Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in a severely tortuous and moderately calcified proximal and mid left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During insertion, the image was too dark to be viewed. It was also noted that air was not removed during the preparatory flush. The procedure was completed with another of the same device. No patient complications were reported.